Event description:
Approximately five years post implant, the tissue valve was explanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The results of this investigation concluded cusps 1 and 3 were previously excised. Cusp 2 had multiple tears and focal disruption by fibrin deposition within it. There was partially detached, fibrous pannus ingrowth on the inflow surface of all cusps. Special stains were negative for organisms, and no inflammation or calcifications were present. There was no evidence found to suggest the cause of the pannus, fibrin, and tears were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.